Event description:
It was reported that an asymptomatic patient presented to the clinic for a follow-up on 13 apr 2022. Review of the transmissions of the implantable cardioverter defibrillator (ICD) revealed that there was post paced t wave oversensing on the ventricular channel. The device was reprogrammed to resolve the issue. The patient was in stable condition.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was still post paced t wave oversensing on the ventricular channel after the previous programming change. The ICD was re-programmed to resolve this issue. There were no adverse consequences to the patient.